Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient who was implanted since (B)(6) 2025 and have already showed the "low battery" message last month. Impedances: ok, around 1200 â¿¿ 1400 ohms active program: c6 at that moment it was at 3.5ma, we lowered it to 2.5ma and cyclic mode was activated in 5 seconds. Cyclic mode: active for all programs in 5 seconds.